Event description:
The pt reported neck pain approximately eight months post operatively. Pt also stated the neck pain started after a visit to the beauty salon. X-ray taken in 2004 showed two screws were broken and one of the screws had backed out of the plate into the esophagus. It was also reported that the plate had become unlocked.